Manufacturer narrative:
Additional narrative: upon further review of this complaint, it was determined that the reported statement of ¿according to the reporter, the surgeon commented that ¿it was suspected¿ that a patient's dura mater might have gotten burnt from the device¿ was incorrect in the initial report. The statement has been updated as follows ¿according to the reporter, the surgeon commented that ¿it was suspected a patient's dura mater might get burnt from the device.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the movement of the compact speed reducer device was unstable and sometimes stopped moving when trying to drill a skull. The device was being used together with the foot control device and the motor device. According to the reporter, the surgeon commented that ¿it was suspected¿ that a patient's dura mater might have gotten burnt from the device. According to the reporter, the issue occurred too frequently; however, the specific number of occurrences or patients involved was not specified. It was reported that the event occurred during use on a patient. It was not reported if there were any delays in the surgical procedure or if spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no adverse event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device failed pretests for vibration and appearance inspection. Therefore, the reported condition was confirmed. The assignable root cause could not be determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.